Event description:
For critical apnea I used 2 phillips respironics dream station cpaps over past 5 yrs. A new philips machine was purchased (B)(6) 2021 . During this time I had a chronic cough and need to clear my throat every morning . Since recall of philips respironics CPAP 6/14/2021. I purchased out of pocket ((B)(6) 2021)a resmed air sense 10 CPAP. I have not been coughing or clearing my throat in the morning since using res med air sense 10. Also on 2 occasions with the philips respironics CPAP dream machine purchased in (B)(6) of this year there was debris found in water chamber. FDA safety report ID # (B)(4).